Manufacturer narrative:
FDA UDI ¿ (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 225549 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 225549 and test base part number 195-430h / lot 222066. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 225549 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the specific patient sample. H3 other text : single-use: device discarded.

Event description:
The consumer reported a false negative result with a binaxnow covid-19 antigen self-test on (B)(6) 2023 on a nasal sample. Repeat testing was not performed. Confirmation testing was not performed. Consumer performed an antigen self-test with a different brand on (B)(6) 2023 and generated a positive result. Consumer performed an antigen self-test with a different brand on (B)(6)2023 and generated another positive result. The consumer was symptomatic on (B)(6)2023; however, the symptoms had resolved by (B)(6)2023. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported a false negative result with a binaxnow covid-19 antigen self-test on (B)(6) 2023 on a nasal sample. Repeat testing was not performed. Confirmation testing was not performed. Consumer performed an antigen self-test with a different brand on (B)(6) 2023 and generated a positive result. Consumer performed an antigen self-test with a different brand on (B)(6)2023 and generated another positive result. The consumer was symptomatic on (B)(6) 2023; however, the symptoms had resolved by (B)(6) 2023. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
FDA UDI ¿ (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single-use: device discarded.